Event description:
It was reported that the patient was havign difficulty charging the implantable pulse generator (ipg) and charging would take longer. The patient underwent an ipg replacement procedure and was doing well postopearatively. The explanted ipg was discarded by the medical facility.